Event description:
Additional information was received that during the valve implant, during the first deployment attempt the infold was observed. Per the physician, the calcium spur in the annulus contributed to the valve infold.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve implantation, fluoroscopy revealed a successful valve load. The valve was deployed and an infold was noted. A severe calcific spur in the annulus reaching to the left ventricular outflow tract was noted. The valve was removed during the procedure, a second valve was crimped and implanted, and there was a delay in the procedure due to needing to crimp a second valve.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013348190); product type: 0195-heart valves; product ID l-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.